Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal. Chronic fatigue. Neurological disorder. Cognitive disorder. Muscle & joint pain [arthromyalgia]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fatigue ("chronic fatigue"), nervous system disorder ("neurological disorder"), cognitive disorder and arthralgia ("muscle & joint pain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, cognitive disorder, fatigue, medical device removal and nervous system disorder to be related to essure administration. The reporter commented: several thousand of them have developed various adverse effects such as chronic fatigue, neurological and cognitive disorders, muscle and joint pain. More than 30,000 women have already resorted to having the device removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: quality safety evaluation of ptc. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] , chronic fatigue [chronic fatigue] , neurological disorder [neurological disorder nos], cognitive disorder [cognitive disorder] , muscle & joint pain [arthromyalgia] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fatigue ("chronic fatigue"), nervous system disorder ("neurological disorder"), cognitive disorder ("cognitive disorder") and arthralgia ("muscle & joint pain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, cognitive disorder, fatigue, medical device removal and nervous system disorder to be related to essure administration. The reporter commented: several thousand of them have developed various adverse effects such as chronic fatigue, neurological and cognitive disorders, muscle and joint pain. More than 30,000 women have already resorted to having the device removed. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.